Manufacturer narrative:
Concomitant medical products: 7120 lead, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was undersensing and not capturing. Follow up yielded no information. The lead remains in use. No patient complications have been reported as a result of this event.